Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, dried blood was noted in the catheter hub and shaft. The catheter shaft was noted to be kinked/bent, broken/fractured, stretched and damaged. The catheter tip was noted to be flat/crushed. Functional inspection could not be performed due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported catheter shaft stretched was confirmed. The reported catheter shaft difficulty advancing and catheter shaft difficulty removing/withdrawing could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that, 'during the thrombus retrieval procedure, approached the lesion with the subject catheter and attempted to retrieve the thrombus with a direct aspiration first pass technique (adapt). Attempted to pull the catheter by applying negative pressure; however, strong resistance was encountered and had difficulty pulling the catheter. Therefore, raised the guiding catheter as far as possible to the distal end, and managed to retract the subject catheter into the guiding catheter. Since resistance was also encountered within the guiding catheter, the entire guiding catheter was retrieved. The subject catheter was visually examined outside the body and was found to be stretched several centimeters from the distal tip, so it was replaced with another device, and the treatment was completed without further problems'. The device was returned for analyses, and it was noted that the catheter exhibited multiple signs of damage. Dried blood was present in both the catheter hub and shaft, indicating prior use. The shaft showed visible kinking and bending, along with evidence of breakage, stretching, and other structural damage. Additionally, the catheter tip appeared flattened or crushed. Due to the extent of these damages, a functional inspection of the device was not performed. Based on the review of all available information, the as reported 'catheter shaft difficulty removing/withdrawing', 'catheter shaft stretched' and 'catheter shaft difficulty advancing' as well as the as analyzed 'catheter tip flat/crushed', 'catheter shaft kinked/bent', 'catheter shaft broken/fractured during use' and 'catheter shaft stretched' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the device directions for use (dfu), but performance was limited due to procedural factors during use.

Event description:
The catheter (subject device) was returned for analysis and it was discovered that the shaft of the catheter (subject device) was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.